Manufacturer narrative:
On december 18, 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, two (2) devices were observed; one with no apparent damage or visual anomalies, and the other one ruptured. Additionally, scar tissue was noted in the image. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side cancer, breast implant rupture, capsular contracture; baker grade iii, and device migration. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent revision breast augmentation with a 355cc mentor memoryshape breast implant on the right side and with unknown size unknown gel implant textured on the left side and experienced right side neoplasm malignancy, right side breast implant rupture, right side capsular contracture; baker grade iii, and bilateral device migration. Patient had a sentinel node biopsy on (B)(6) 2020 for the right side. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501630; serial number (B)(4) on the left side, and with catalog number 3501630; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s right-sided device.